Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® edta 2k, there is no label on one tube. No patient impact reported. The following information was provided by the initial reporter: "this is a complaint about blurry printing. Customer reported that during the pre-collection examination, the printing was found to be blurred when the blood count specimen was placed in the blood."

Event description:
It was reported that while using bd vacutainer® edta 2k, there is no label on one tube. No patient impact reported. The following information was provided by the initial reporter: "this is a complaint about blurry printing. Customer reported that during the pre-collection examination, the printing was found to be blurred when the blood count specimen was placed in the blood."

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.4. Device available for eval: yes. D.4. Returned to manufacturer on: 13-nov-2023. H.6. Investigation summary: bd japan received one (1) sample and attached five (5) photos for investigation. The photos were reviewed and the indicated failure mode for missing label print was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of missing label information. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.